Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to myopotential oversensing was observed. Oversensing was reproducible in clinic. Programming changes were made and no further episodes were noted.